Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The blood glucose value associated with the event was recorded at 402 mg/dl. It was confirmed that the pump would be returned for evaluation, and a replacement pump with a different serial number was arranged for the customer.